Manufacturer narrative:
The lvad excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2025, which is (146 days) after the pump was placed on the patient. The pump continues to remain on the patient. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on (B)(6) 2025 to report that the patient supported with the excor system in bi-vad configuration had an episode of right sided rhythmic facial twitching and right facial droop. Head CT obtained on (B)(6) 2025 showed acute to subacute left frontal and insular infarct. The berlin heart excor blood pumps functioned as intended, maintaining complete filling and ejection throughout. Two small punctual deposits were noted in the outflow valve of the left pump (lvad, sn (B)(6) prior to the event, and one small punctual deposit was noted in the outflow valve of the left pump after the event.